Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the peel away was removed and repo was advanced and secured with forward tension sutures and angle was matched (89 centimeters). Dressing was changed and is now oozing. Angle was matched (86 centimeters). Systemic heparin was put on hold. A brain bleed was noted on a head computed tomography. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
The investigation for the reported access site bleeding and stroke/cva has been completed. No product was returned. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. The root cause of the access site bleeding issue was most likely anticoagulation management as the patient had an activated clotting time of 265 seconds after transfer to the intensive care unit which is above the recommended range of 160-180 seconds. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.